Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the menu buttons on the device were not working. The device was reported as being in clinical use at the time of the event, but the information provided by the initial reporter does not indicate patient involvement. No adverse event to patient or user was reported.